Manufacturer narrative:
Continuation of d10: product ID a820 lot# serial# unknown implanted: explanted: product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the patient receiving intrathecal medication via an implantable pump for non-malignant pain. The patient reported that her personal therapy manager (ptm) was running more slowly and she sometimes had to wait 10 minutes to get a bolus. Agent asked and patient confirmed that progress would get to 90% then stop for a long time before finishing the communication. Agent reviewed steps to clear data from the handset; data was 19.46 mb. After clearing data, the patient was able to successfully connect ptm to pump without delay. The troubleshooting steps that were taken on the call resolved the issue.